Manufacturer narrative:
Updated fields: b4,b5, e1(event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) checked and found that the c2 transistor of the executive processor board was blown(burned). The fse stated they need the executive processor board for further investigation. The fse replaced the executive processor board and installed d.01 software. The fse stated the on/off switch was not working and the machine was not booting properly. The fse replaced the power management board and the solenoid control board under the field service corrective action kit. The fse checked and found the unit was now switching on. The fse performed all tests and passed. The machine was observed on a system trainer for more than 2 hours. The unit was confirmed to be working in good working condition and was handed over to the customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not getting switched on. There was no patient involvement or harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was not switching on. No one was harmed onsite.